Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and alarm history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer mentioned having bent cannulas and air bubbles. Instructed the customer to change the set and use manual injections per md protocol.